Manufacturer narrative:
Block b3: exact date unknown, event occurred 8 months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg). The patient was doing well postoperatively. The explanted device was not returned.